Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the orders were not crossed due to a glitch. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system order not crossing on station. The customer reported that this prevented nurses from dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of actual device used in this incident it was determined that the multiple orders not showing on station due to configuration issue. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system order not crossing on station. The customer reported that this prevented nurses from dispensing medication. There were no adverse events or injuries reported based on this incident.